Event description:
The following info was reported: "the physician was attempting to deploy a 6f/7f mynxgrip vascular closure device after his intervention case and was unable to shuttle the device through the existing 6f sheath. Upon reaching and confirming the balloon abutting the arteriotomy, he decided to deliver the sealant with success. He thought the sealant was deployed, so he marry the shuttle and handle together, only to realize that the sealant was visible at the tip of the tamp tube. The physician deflated the balloon and removed the device. Manual pressure was held for 15 minutes." A 50/50 contrast solution was not used. A pre-procedure femoral angiogram was performed and the pt was anticoagulated with heparin. Procedure type: peripheral intervention.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. A review of the lhr (lot # f1410607) indicated that the device lot met all established performance criteria prior to shipment. Based on the info provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined.